Manufacturer narrative:
Initial 1 of 2 e1: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient reported two infusion sets catheters came loose event occurred on (B)(6) 2026. No further information available.